Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8100 unit after he ran into issue with pressure sensor error he had replace both sensor before call in and try to run calibration still pressure sensor is still failing, after sensors test still failing customer replace logic board on unit and from there he is get a channel error on unit, also try to run flash on unit gets error flash files not loaded. Walk customer through is asm software onto his profile to locate weather his flash files are loaded and he has no files loaded and customer going to try and locate his cd call guardrail poc cd. Customer will try to locate the cd he needs for his flash files and call back.